Event description:
During a femoral hs acl reconstruction, screw fractured at approx. 13mm. Remainder left in tunnel and graft fixation secure. Dilator used and procedure seemed correct. As graft fixation secure, no further action required and pt's safety not compromised.